Manufacturer narrative:
The conclusion code 67 is not applicable since a conclusion was in fact drawn for the reported condition. Evaluation summary: the reported condition of a colleague infusion pump that experienced a malfunction of "mains inlet fuses have been found to be faulty, therefore, has no mains led lit when plugged into the mains supply" was confirmed by the customer. The root cause was assigned to blown fuses. The customer replaced the fuses to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. The facility reported the device was repaired by the facility and put back into service. Therefore, the pump will not be returned to baxter for evaluation or repair. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality observed. The user interface module software version of this pump is 7.01.00. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "mains inlet fuses have been found to be faulty, therefore, has no mains led lit when plugged into mains supply, and have been replaced by the customer and put device back into service." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.